Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report january 20, 2009.

Manufacturer narrative:
(B) (4)

Event description:
Reporter alleged obtaining discrepant blood glucose of hi (greater than 600 mg/dl) back to back with a result of 230 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter also alleged that the hi result was the only result listed in the memory. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.